Manufacturer narrative:
Perfusion data was reviewed and confirmed the reported event. At 11.2 hours, message code 180 (IFU timeout) occurred, and the portal pinch valve did not reopen. As a result, volume diverted back to the portal reservoir, creating an extended appearance and ultimately stopping all flow through the liver. Fifteen minutes passed between the message code and the cold flush. Total flow averaged 100 ml/min before falling to 0 ml/min at approximately 11 minutes.

Event description:
Approximately eleven hours into perfusion, the perfusate reservoir suddenly expanded, accompanied by a loss of hepatic artery and inferior vena cava flow, and the perfusate appeared deoxygenated. Troubleshooting included removing volume from the reservoir and briefly stopping and restarting perfusion. After five minutes without resolution, the liver was removed from the pump and was subsequently transplanted successfully.